Event description:
A us distributor returned a patient's battery charger had faults. A us distributor returned a patient's battery charger and battery pack and reported that the patient was experiencing battery and charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The cause for the failure was isolated to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event resulting from the defective charger. Device evaluation of battery charger/modem sn (B)(6) is underway. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be sent upon completion of the charger evaluation at the supplier. Device evaluation of battery sn (B)(6) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. There was no adverse event resulting from the defective battery pack and charger.

Manufacturer narrative:
Device evaluation of battery charger/ modem sn (B)(4) is underway. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be sent upon completion of the charger evaluation at the supplier. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. There was no adverse event resulting from the defective battery pack and charger.

Event description:
A us distributor returned a patient's battery charger and battery pack and reported that the patient was experiencing battery and charger faults.